Event description:
I have used fixodent for over 20 yrs. I started experiencing numbness and tingling in my feet, legs, arms and hands about 4 yrs ago. In 2007, my doctor diagnosed me with neuropathy and prescribed medication which helps very little. Dose or amount: denture cream. Frequency: 1-2 times daily. Route: oral. Dates of use: 1980- 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.